Event description:
1. Situation: while advancing the wire to place radiofrequency (rf) needle at the oval fossa during septal puncture, the wire penetrated to near left superior pulmonary vein (lspv) without energization. The physician determined that the wire passed through a location that was not the oval fossa because the approach to the lspv was different than usual. Intracardiac echocardiography confirmed the pericardial effusion. Subsequently, the body surface echo performed by the examination department also confirmed the pericardial effusion, so cardiac tamponade was diagnosed. The procedure was interrupted. 2. Timing: 10 minutes after the insertion of intracardiac echocardiography, during the septal puncture. 3. How to complete the procedure: after drainage and protamine administration, the blood pressure increased, and the patient's consciousness returned. The patient left the room to the ward. Were there any abnormalities observed during product use? No. Details and results of clinical testing: pericardial effusion was confirmed by the body surface echo. The complaint product(s) will be returned for analysis. Since the procedure was aborted when the guidewire perforated the tissue, septal puncture using the rf needle was not performed. Cardiac tamponade. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).